Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels between 300-600 (mg/dl) for 2 weeks. Manual injections were delivered to address bg levels. Reportedly, the customer believes insulin usage possibly contributed to their elevated bg levels. The cartridge uses humalin r u-500 which is not indicated for use with the cartridge.